Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that the patient experienced cardiac tamponade the night after implant. The field representative noted that when doing the post implant check the right ventricular (rv) lead impedance measurements post rv lead repositioning went from 730 ohms to 490 ohms. To date, no further adverse patient effects were reported.